Manufacturer narrative:
The insulin pump was received with severely cracked bleeding glass. The insulin pump was received with missing segments/partial display anomaly due to cracked bleeding lcd damage. Analysis was unable to performed displacement, rewind, seating and basic occlusion due to lcd damage. The insulin pump was received with scratched case and minor scratched lcd window.

Event description:
The customer reported a partial display on their insulin pump. The customer's infusion set got caught on the corner of the door knob and feel on the floor, when the customer picked it up and pressed the buttons, they could only see a partial display on the screen. Customer's blood glucose level was 375 mg/dl. The customer was advised to revert to a back up plan. The product is being returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.